Manufacturer narrative:
Bec identifier for this report is (B)(4).

Event description:
The customer reported to customer technical support (cts) that they found fluid leaking from the modular chemistry side of the unicel dxc 800 synchron system onto the floor. The customer raised the ion selective electrode (ise) module to check for evidence of leaking and found fluid coming from the drip tray overflow line. No erroneous results were generated as a result of the leak and there was no change to patient treatment attributed to this event. Customer was wearing personal protective equipment at the time of the event and no injury or exposure was reported. Beckman coulter field service engineer (fse) found waste leaking from the electron injection cup (eic) waste valve. Fse noted that the waste valve was obstructed with some fibrin and the valve was cleaned. No further leaking was observed and repair was verified per established procedures.